Event description:
It was reported that a flogard infusion pump required service. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. The quality engineer determined that the "required service" was more specifically alarm 94. Alarm 94 was confirmed while reviewing the alarm log. This alarm indicates that the device setting needs to be reconfigured. The devices settings were reconfigured to fix the reported condition. The pump passed all tests and was returned to the customer in working order.